Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device starts talking, non-expired pad-pak, green status indicator flashing. There was no patient involved in this event.

Event description:
Device starts talking, non-expired pad-pak, green status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturi ng and quality checks and test had been successfully completed.. The sam 300p passed ¿out qat¿ from heartsine technologie s on the(B)(6)2013 . The device was returned for ¿device switching on automaticall y¿. The fault was traced back to corrosion within the membrane observed on the on/off and shock key button domes. The corrosion observed on the button domes would have caused the device to switch on automaticall y as per the reported fault. This would account for the multiple manual power ons recorded throughout the history log. The faults could not be replicated with a known good membrane installed in the device. This would confirm a fault with the original membrane. The corrosion observed on the on/off button dome and the shock key button dome and the temperatur es reaching a low of -4.7°c and a high of 67.7°c recorded in the history log indicate that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigatio n, therefore this device shall be scrapped and replaced with a sam 350p.